Event description:
It was reported that after the iab was inserted, the user was unable to aspirate through the central lumen. As a result, the iab was removed and replaced. There were no pt complications.